Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on 25-feb-2016 which refers to a female patient of unspecified age who had an attempt to inserted essure (fallopian tube occlusion insert), lot number c61987, on (B)(6) 2015. When the insert was implanted on the right side, it was impossible to remove the delivery catheter. It got stuck without seeing the gold marker. Two people tried to unblock. As they did not manage to remove the delivery catheter, they cut it. The delivery catheter went out and they checked with hysteroscope, the insert was in place but seemed to be too deep. Bilateral procedure was not performed. A celioscopy was performed for tubal ligation. Follow-up received on 03-mar-2016 nca number was provided as (B)(4). Company causality comment: this medically confirmed spontaneous case refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and when the insert was being implanted on right side, the delivery catheter got stuck without seeing the gold marker. The insert was in place but seemed to be too deep (interpreted as device deployment issue). As two people did not manage to remove the delivery catheter, they cut it. Device deployment issue is a listed event in the reference safety information for essure. In this particular case, the deployment issue occurred during the essure insertion procedure. Although this deployment could be a consequence of handling error, a causal relationship with essure inserts cannot be excluded. A product technical complaint analysis will be performed to evaluate if this deployment issue occurred due to a quality defect. This case was regarded as other reportable incident as although the events did not lead to death or serious deterioration in health, it could have led to it under less fortunate circumstances. Also, the tubal ligation was probably performed as an alternative contraceptive method and not to prevent a serious deterioration in health. Further information has been requested.

Manufacturer narrative:
Quality-safety evaluation received on 19-may-2016: the bayer reference number for the ptc report is (B)(4). Lot number: c61987; production date: 29-may-2014; expiration date: 31-may-2017. As of may 18, 2016, the responsible quality unit (rqu) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed, but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device malfunction and device difficult to use. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as a batch investigation with respect to similar ae cases is not applicable. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-may-2016 for the following meddra preferred terms: device deployment issue: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed spontaneous case refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and when the insert was being implanted on right side, the delivery catheter got stuck without seeing the gold marker. The insert was in place but seemed to be too deep (interpreted as device deployment issue). As two people did not manage to remove the delivery catheter, they cut it. Device deployment issue is a listed event in the reference safety information for essure. According to product technical complaint (ptc) analysis, the possibility of a detachment difficulty event is an anticipated event. In this particular case, the deployment issue occurred during the essure insertion procedure. Although this deployment could be a consequence of handling error, a causal relationship with essure inserts cannot be excluded. A product technical complaint analysis will be performed to evaluate if this deployment issue occurred due to a quality defect. This case was regarded as other reportable incident as although the events did not lead to death or serious deterioration in health, it could have led to it under less fortunate circumstances. Also, the tubal ligation was probably performed as an alternative contraceptive method and not to prevent a serious deterioration in health. A review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Based on the available information, a product quality defect could not be confirmed, but is considered plausible. Since the essure device could have been defective prior to removal from the package despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.